Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The biomed reported that blood was leaking from underneath the upper header cap on the dialyzer. The leak was noticed within the first five minutes of the hd treatment. The machine, a fresenius 2008t machine, did not alarm. There was no obvious physical damage noted on the dialyzer. The biomed confirmed with the staff that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The biomed reported that blood was leaking from underneath the upper header cap on the dialyzer. The leak was noticed within the first five minutes of the hd treatment. The machine, a fresenius 2008t machine, did not alarm. There was no obvious physical damage noted on the dialyzer. The biomed confirmed with the staff that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was reported to be available for manufacturer evaluation.